Event description:
It has been reported to philips that the system did not power on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system didn¿t power on. Upon troubleshooting, fse found that the pdu (power distribution unit) fan tray was defective. The defective pdu fan tray was returned to use for further analysis and found that the issue with 24v power supply. To resolve the issue, fse replaced pdu. After replacement, the system was returned to use in good working order. The code were updated based on investigation outcome.